Event description:
It was reported that this implantable pulse generator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant interrogation due to exposure to cold weather. At this point, data analysis was completed, the battery has recovered and the fault has been cleared for implant. No patient involvement.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. A known CAPA trend addresses this complaint. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable pulse generator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant interrogation due to exposure to cold weather. At this point no information about battery recovery and fault clearance has been received. No patient involvement.